Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was unknown and it was unknown if treatment was rendered for the event. At the time of this report, it was unknown if the patient recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.